Event description:
It was reported patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, patient alleges squeaking and elevated metal ion levels and the need for future revision. To date, there has been no revision procedure reported. This report is based on allegations set forth in patients complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6), 2007. Subsequently, legal counsel for patient reports patient was revised on (B)(6), 2012 due to patient allegations of squeaking, elevated metal ion levels, and metallosis. The head and taper were removed and replaced with biomet product. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left hip revision due to patient allegations of pain, squeaking, grinding, elevated metal ion levels, and tissue and bone destruction.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of squeaking, elevated metal ion levels, and metallosis. The head and taper were removed and replaced with biomet product. Additional information received from patient's legal counsel reports patient underwent a left hip revision due to patient allegations of pain, squeaking, grinding, elevated metal ion levels, and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2012 due to pain and elevated metal ion levels. Operative report noted the presence of metallosis, osteolysis, black colored fluid, stained soft tissue, cavitary defects, and a pseudotumor. The modular head, taper adapter, acetabular cup and liner were removed and replaced with a competitor's acetabular system and a biomet head and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or related deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01913 / 001915).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of squeaking, elevated metal ion levels, and metallosis. The head and taper were removed and replaced with biomet product. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the date for the revision procedure, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01913-1 / 01915-1).